Event description:
An insurance company recovery agency reported a continuous positive airway pressure (CPAP) device, belonging to a customer of the insurance company, was involved in a house fire in 2006. No report of pt harm or injury was identified by the insurance company. The manufacturer requested the return of the device for evaluation and investigation of the alleged issue. This request was not honored by the customer's insurance company, who has possession of the affected device. The recovery agency reported the insurance company is arranging for testing of the device to determine if it was the source of the fire. The manufacturer has requested add'l info from the customer's durable medical equipment supplier. Requests for add'l info from the durable medical equipment supplier have not been honored to date. The MFR completed a review of their complaint database for the device model associated with the event. No complaints involving this model involving fire, melting or other thermal events were identified. The MFR has requested the insurance company provide a copy of the results of the testing the insurance company is commissioning. Upon completion of their investigation the MFR will submit a follow-up report with their findings and conclusions.